Manufacturer narrative:
The electronic device log file and the user log were analysed for the date of the reported event, (B)(6) 2016. The ventilator failure could be comprehended by means of the log file records. The autonomous safety shut down of the ventilator was triggered by airway pressure peaks; caused by a probably too low adjusted trigger threshold in pressure support mode and spontaneous breathing of the patient. The device reacted on the detected pressure peak with an automatic pressure release. Thereupon the pressure relief valve was closed and an inspiration was initiated. After several repetitions of this cycle ¿pressure peak- pressure release- inspiration stroke¿ within a few seconds the ventilator was shut down for safety reasons. The device has generated the corresponding optical and acoustical ¿vent fail¿ alarm while changing mode to man/spont. Manual ventilation and monitoring are not affected. During investigation no hint for a technical device failure was found. The device was tested and was handed over to the customer ready for use.

Event description:
It was reported that the ventilator failed during a case. No patient injury reported.